Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: precaution: change your cartridge and infusion set every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 828 mg/dl and ketone level was high. Customer lost consciousness and hurt their leg. Customer changed the infusion set site. Customer was admitted to the hospital and healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg and ketones resolved. Healthcare provider reported customer's eyes were affected and ketone production was ongoing due to poor control. Customer was discharged on (B)(6) 2024. Cause of elevated bg was not known. There were no observed issues with the cartridge, infusion set tubing/cannula or insulin. No pump issues were identified. Reportedly, the customer had been using the same cartridge and infusion set for 4 days.